Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a microknife xl device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was found that the handle was not attached to the wire. Reportedly, the procedure was successfully completed; however, it is unknown how the procedure was completed. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. The reported event may suggest that the cutting wire broke.

Manufacturer narrative:
Block h6 (device codes): the problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned microknife xl was analyzed, and a visual evaluation noted that the wire was broken and bent inside the body of the handle. The device was observed under magnification and the cut of the cutting wire was not smooth. Additionally, under electron microscopy inspection, the cutting wire was observed with fracture features. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, and bent inside the body of the handle. Per scanning electron microscopy (sem) analysis severe bending of the wires into a sharp radius, wrinkling and microcracks are evidence of severe bending back and forth, ductile dimple rupture on all fracture surfaces in the middle area indicates overload fracture of a ductile wire material that is normal and not brittle. Ratchet marks or ridges on the fracture surfaces in the middle area, which indicate the fracture occurred progressively, as the wire was bent sharply and straightened multiple times prior to the final separation. These observations are the evidence that we can rely upon to establish that the wire was pushed and pulled multiple times, most likely by actuating the handle mechanism in both directions. For reasons that are unknown based on the information examined in this sem analysis, the wire did not move distally and proximally when the handle was actuated, as intended. The wire herniated out of its normal path, bowing and bending out of the window in the handle when the handle was squeezed, and being pulled back straight when the handle was retracted. Based on all gathered information and the analysis performed to the returned product, it was concluded that the investigation conclusion code of this event is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a microknife xl device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was found that the handle was not attached to the wire. Reportedly, the procedure was successfully completed; however, it is unknown how the procedure was completed. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. The reported event may suggest that the cutting wire broke.